Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. There seemed to be a problem with the connection and the body of the connection seemed distorted. It was recommended to replace the umbilical cable. The rotor controller and collimator was troubleshot. Codes: b01, c07, d02 g2) foreign country: israel h6) multiple annex a codes were submitted for the event. Annex a code, a0905, correlates to the faulty collimator and annex a code, a1102, correlates to the collimator initializing error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown context. It was reported that there was a collimator initializing error, the collimator was faulty. Patient presence unknown. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, serial/lot #: -, ubd: unknown, UDI#: unknown, qty: 2 ; product ID: bi71000167, serial/lot #: -, ubd: unknown, UDI#: unknown h3: a medtronic representative visited the site to test the equipment. During testing, the collimator mechanism and functionality were thoroughly checked and found to be operating smoothly. However, an error 607 was detected on the rotor motion controller, indicating an internal error. To diagnose the problem, the relevant connectors for the rotor motion controller, interface motion controller, and gpio were tested. Additionally, a log error was recorded: "tube arc occurred (errornumber=512)." The power supply (ps1) voltage was measured at 5.08v and subsequently adjusted to 5.15vdc. As part of the troubleshooting process, the umbilical cable was replaced. The rotor motion controller was also replaced but was found to be faulty on the ladder (filter) axis encoder (channel z), preventing initialization. Additionally, an error on the collimator caused it to fail initialization, and it was determined that the replacement part was defective out-of-box. To restore functionality, the original rotor motion controller was reinstalled. Following this, the system operated correctly, passed the system checkout, and was confirmed to be fully functional. H6: fdm b01, fdr c02, c07 fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no patient present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.